Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test, unexpected restart and all operating current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. The blood glucose level was unknown. The customer reported that they had not received a low battery alert prior to the replace battery now alarm. The customer reported that this was the second occurrence of replace battery of replace battery now alarm without low battery alert. The troubleshooting was performed for replace battery now alarm. The customer was advised the insulin pump will need to be replaced and they may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.